Event description:
Major pump unit(s) involved: device thrombosisspecific component(s) involved: inflow valve

Event description:
Major pump unit(s) involved: device thrombosis.additional text: last 20 mins of "code" lvad showed increased power.specific component(s) involved: inflow valve.additional text: eccentric circumfrential thrombus 1.0 x 0.8 cm around drive axis of motor on inflow side of pump.other component:causative or contributing factor: no specific contributing cause identified.other cause:intervention(s): none.other intervention :implant device type: lvad.